Manufacturer narrative:
The investigation into the reversible limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the cause of the limb ischemia - reversible was patient condition related since both legs were ischemic. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 81-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced a lack of dorsalis pedis (dp) and posterior tibial (pt) pulses in the patient's feet prior to explant. Both feet were swollen. The right foot was more swollen than the left one. The patient was also exhibiting a lack of bilateral pupil activity. The device was removed.